Event description:
Patient was reportedly hospitalized for abdominal pain in 2004. Eighteen days later, patient's blood glucose was reportedly tested, using the suspect device with a result of 388 mg/dl. Based on this value, patient was reportedly given insulin (type and amount not provided) and "potacor r" (which reportedly contains maltose - a labeled interferent for the test strips). The administration route for "potacor r" was not provided. Two days later , patient underwent splenectomy surgery. The following day, patient reportedly was placed on artificial respirator. Patient's blood glucose was repeatedly tested, using the suspect device, for the next 7 hours, with results of 422 mg/dl, 366 mg/dl, 255 mg/dl, 336 mg/dl, and 290 mg/dl. Based on these values, patient was reportedly treated with insulin. Sometime between 7:00 pm and 8:00 pm, patient's blood glucose was reportedly tested on a laboratory instrument with a result of 23 mg/dl. The following month, patient's blood glucose was reportedly tested in the facility's lab with a result of 19 mg/dl; the suspect device result was approx 200 mg/dl. Insulin therapy was discontinued and patient was treated with glucose injection. Patient reportedly died four days later. Cause of death was not provided.